Event description:
Pt admitted to hosp for removal and replacement of bilateral breast implants secondary to deformity of breast and left breast silicone gel implant rupture. Pt's breasts were ptotic and there was a mismatch of the breast mons where the implants had been placed partially behind the pectoral muscles. The left breast implant was grossly ruptured. Significant silicone granulomas were noted inferiorly and anteriorly. The right implant was intact but weeping of silicone was noted on the surface of the implant. MFR unk. Bilateral breast implants had been placed in 1980. Implants were disposed of by pt authorization.